Event description:
The customer reported via phone call that they had a button error alarm that could not be cleared. The customer could not recall any physical or moisture damage to the insulin pump. Customer's blood glucose was 200 mg/dl. The customer also reported a battery replacement could not resolve the issue. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. A button error alarm did not occur during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, missing end cap sticker and cracked end cap.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.